Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01262.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to blood clots. Patient is alleging "tilt, vena cava and organ perforation (four struts and one arm of the filter perforate the ivc. One of the struts is 6mm outside the ivc, and one of the arms is 4mm outside the ivc and appears to penetrate another vessel) and device is unable to be retrieved (the irretrievable filter subjects plaintiff to the risk of future and progressive filter failure including migration, further perforation, fracture, embolization of a fracture, thrombosis and even death.¿ the patient further alleges ¿I have pain, suffering, mental anguish, and loss of enjoyment of life. I am afraid that my filter, which cannot be removed, will cause me additional future injuries and potentially even death given the progressive nature of ivc filter complications and the high complication rates associated with cook ivc filters.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, "the vena cava filter is seen. The tip is approximately 2 degrees left off the vertical. There are many struts associated with this ivc filter. The 4 main struts appear all outside the aortic lumen. The strut that appears most outside the lumen is the anterior left-sided strut approximately 6mm outside the lumen. This may well lie within a vein coming off the ivc. There are smaller struts also noted here a total of 8 smaller struts. These smaller struts are intimately associated with the aortic wall though there does appear to be perforation of the more anterior small struts which lies outside min by approximately 4mm. In the kidney on the right there is a probable nonobstructing small renal calculus posterior. More anterior there is a larger density and this may well represent a calculus but given the longitudinal appearance I cannot rule out a migrated portion of the filter here. This is measuring 6mm. This is occupying the mid to upper pose anterior. Left kidney demonstrates a hyperdensity which may represent a small calculus but again a small piece of migrated stuck cannot be excluded. This is measuring 4mm occupying the lower pole. The struts do not appear to involve any other visceral organ but the medial struts come very close to the aorta. Cannot rule out some involvement of the medial struts with the aortic wall.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.